Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid circumflex. A pproximately 4 months post index procedure patient death occurred - cardiac. Cause of death was reported as acute myocardial infarction. The investigator indicated that the reported event was unrelated to the study device.

Manufacturer narrative:
(B)(4).

Event description:
It was confirmed that the patient death was due to cardiopulmonary arrest.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Clopidogrel and asa. (B)(4). Evaluation results: inherent risk of procedure (myocardial infarction/death).